Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on january 01, 2022 due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose level was 900 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer tested positive for ketones. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.